Event description:
It was reported that kit grp a strep 30 test veritor false negatives occurred after getting a positive result by culture. No injuries were reported. The following information was provided by the initial reporter: discrepant/false negative results on the veritor strep. Samples were initially negative when tested on the veritor but were positive by culture.

Manufacturer narrative:
H6 investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false negative results when using kit grp a strep 30 test veritor (material # 256040), batch number 2133096. Customer reported that 6 symptomatic patients were tested negative on the veritor but they were positive by culture. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. Results were acceptable and no relevant issues were identified. Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for false negative was identified. H3 other text : see h.10

Manufacturer narrative:
Initial reporter email: (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit grp a strep 30 test veritor false negatives occurred after getting a positive result by culture. No injuries were reported. The following information was provided by the initial reporter: discrepant/false negative results on the veritor strep. Samples were initially negative when tested on the veritor but were positive by culture.